Manufacturer narrative:
A ge service rep performed an on site investigation. The engineer reseated a connector and replaced the high voltage cable assy. The system was then found to be working as intended.

Event description:
The customer reported, the system failed to display an image. No report of pt injury.